Event description:
It was reported that there were two kinks in the fiber optic cable and no image could be obtained. The procedure was an endoscopy for biopsy of tissue in the lateral ventricle. Because the facility had no other scopes available, the surgeon had to convert to an open craniotomy to obtain the tissue sample.

Manufacturer narrative:
(B)(4). Two kinks in the fiber optics cable were noted. It is unk how or when this damage occurred. Light passed through the scope, but no proper image was generated on the screen. The instructions for use that accompanies the device warns to handle the channel neuroendoscope with extreme care. Bending or squeezing the reinforced fiber optics shaft could result in fracture of the fiber optic bundle. Damage to the fiber optic bundle will result in decreased illumination in the field of visualization, or loss of image or distortion of the image. A review of the mfg records showed no anomalies.